Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Whilst at home, it was reported that the patient had fallen due to a slippery floor. Upon presenting in the clinic, there was increased capture threshold and a loss of capture noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and the rv lead had dislodged, allegedly due to the fall prior. The lead was capped and replaced to resolve the event, and the patient was stable with no consequences.